Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed chiller. The device was evaluated upon receipt. The chiller had failed. The chiller was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device displayed alarm 61. Per additional information updated from ttm on 22jan2026, biomed stated brand new device not yet used was powering on to alarm 61 non-recoverable system error control processor parameter memory fault. Per sample evaluation results on 04mar2026, alert 113 found in event log. The device does not cool. The chiller temperature slowly descends to just above 16 degrees c but will go no lower.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device displayed alarm 61. Per additional information updated from ttm on 22jan2026, biomed stated brand new device not yet used was powering on to alarm 61 non-recoverable system error control processor parameter memory fault. Per sample evaluation results on 04mar2026, alert 113 found in event log. The device does not cool. The chiller temperature slowly descends to just above 16 degrees c but will go no lower.